Manufacturer narrative:
(B)(4)

Event description:
It was noted that a basketball landed at the implant site. The patient began to experience syncopal episodes and presented in the emergency room. Upon interrogation, the pulse generator and the right ventricular lead exhibited loss of capture and high impedance. The lead was capped and replaced. The patient was in stable condition post operation.

Event description:
New information received indicated that during an unrelated procedure it was noted that the right ventricular lead was fractured.